Event description:
It was reported that a spectrum infusion pump was alarming system error 105. Any patient injury or involvement is unknown.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the system error 105 caused by a loose motor gear and severed motor mount screws. The failed screws and gears were replaced.